Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further info will follow, once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife stated that the customer passed away after experiencing hypoglycemia. Prior to his death, the customer left his house with high blood glucose levels. The customer was later found in his car unconscious and was taken to the hosp in a coma. The customer's wife felt the customer may have bolused too much insulin for his high blood glucose levels, resulting in the hypoglycemic episode. Arrangements were made for the insulin pump to return for analysis.